Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. The patient¿s outcome was not reported. At the time of this report, the patient was removed from pd therapy and transferred to hemodialysis. The reporter declined to provide additional information.